Manufacturer narrative:
Device was not returned for eval.

Event description:
It was reported during a laparoscopic cholecystectomy the 5mm non-shielded trocar, the 35lns from an fta35 kit leaked as soon as the obturator was removed. An instrument was left in the trocar to stop the leak. There was no consequence to the pt.